Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed other previous device contamination complaint submitted by this hospital. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use. However, livanova learned that hydrogen peroxide h2o2 level is not checked daily as prescribed by the IFU. Indeed, h2o2 level is not monitored during period of non use (i.e. Week ends) while the device is stored full of water. This is not in accordance with device instruction for use and this deviation may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, the laboratory results show contamination ntm (1cfu/100ml). There was no patient involvement.